Manufacturer narrative:
Date sent to FDA: 10/12/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced pain, sore cutting feeling when walking, difficulty sitting, nerve pain, thinning of the vaginal wall, unspecified foreign body response, unspecified internal damage and fibromyalgia. The patient had partial mesh removal due to continuing pain and underwent a urethroplasty due to thinning vaginal wall and to prevent fistula development. No additional information has been provided at this time.